Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump displayed an air in line message. No patient injury reported.

Manufacturer narrative:
Other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed no damage to the pump and it was observed that the tamper seal was removed. Functional testing was performed and no issues were found with the air detector. The air detector and downstream occlusion sensor were replaced as a preventive measure as a review of the event history log showed multiple occurrences of "air-in-line" alarms. Because the device was beyond a year from the manufacture date and because there was no indication of a manufacturing defect found during evaluation, no device history review was performed. A service history review showed the device was previously in for service, but there was no indication the complaint was related to the previous service., corrected data: h6: health effects-clinical signs and symptoms or conditions.